Event description:
It was reported when using the pyxis medbank system, the refrigerator needs to be recovered but recovery option is not showing up on screen. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager need to be recovered. A field service engineer, unlocked the remote manager and closed to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.